Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that rest of accessory in biopsy inlet piece. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Single use stuck in the inlet / op-channel. This event occurred at the time of during reprocess. There was no report of patient harm.